Manufacturer narrative:
The 510(k) number for the primo2x oxygenator is k050447. The primo2x is manufactured by sorin group (B)(4) and is a component of the custom perfusion pack manufactured by sorin group USA, inc. The custom perfusion pack, catalog number 089104301, is a pre-amendment device. One primo2x oxygenator, manufactured by sorin group (B)(4), was returned to sorin group USA for evaluation. A visual inspection did not reveal any obvious defects. Testing of the device did identify a leak path between the blood side and water side of the heat exchanger. The device was returned to sorin group (B)(4) for further evaluation. Testing confirmed the leak. Autopsy revealed a hole between two compartments of the heat exchanger located in the folds of the stainless steel sheet. Manufacturing records were reviewed and the device passed all in-process tests. From this, sorin group (B)(4) determined that the hole developed after release. Any further investigation reports submitted to sorin group USA will be forwarded in a follow-up report.

Event description:
Ten to fifteen minutes into the procedure, the perfusionist noted a pink tinge in the water line. The inlet was clamped and there was no flow through the heat exchanger. Water had not been circulated. The oxygenator was changed out. There were no patient complications.